Event description:
The surgeon was inserting a 18.5 diopter cq2015 three piece collamer lens using a msi-pm injector and the trailing haptic tore from the optic with the injector. Lens was cut up in patient eye to be removed and a backup cq2015 was inserted. No patient injury. The reporter stated that the injector system does not work with cq lenses.